Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2011. (B)(4). Evaluation summary: the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, and the inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo; full lead returned and analyzed.

Event description:
It was reported that there was no rv (right ventricular) capture. Both the rv and atrial lead were noted to have clavicular crush along with outer insulation separation and damage. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.